Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep). The patient was implanted with a neurostimulator for unknown indications. It was reported that the patient¿s implantable neurostimulator (ins) had not been working and was giving error messages. The contributing factors were unknown, and troubleshooting was not performed. The issue was not resolved at the time of the report. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.